Event description:
It was reported by customer that display is defective. Customer stated that only half of the screen is visible and they were unable to retrieve the spco reading. No unknown patient impact or consequences was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.